Manufacturer narrative:
The investigation of the photo of the device provided was completed by the failure analysis lab on 9/25/2019. Device evaluation summary: according to the information received, it was reported that a patient developed neoplasm malignant and experienced rupture in a breast implant. Upon visual inspection of the picture, it was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 275cc mentor smooth round moderate profile memorygel implant on (B)(6) 2005 experienced left implant rupture several years ago. The patient underwent removal and replacement with a tissue expander on (B)(6) 2019. The patient was diagnosed with breast cancer post implantation. There was no indication by the patient that they attributed the breast cancer to the implant. Should additional information become available, this case will be re-assessed and notes will be updated.